Event description:
It was reported that the patient had experienced on and off withdrawal problems for the past week. There were no volume discrepancies noted at the last pump refill. The patient was admitted to the emergency room in extreme pain and was given an epidural. The patient still appeared to be going into withdrawal. Event logs were normal; they planned to proceed with a catheter evaluation. The medication being delivered via the device system was fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).